Event description:
It was reported that a patient experienced a breach in aseptic technique during automated peritoneal dialysis (apd) therapy, which resulted in peritonitis. The breach in aseptic technique was not further described. The patient was hospitalized and four days later was diagnosed with peritonitis. The patient was treated with vancomycin (2gram stat, frequency and route not reported) for two weeks for the event. The patient was discharged twenty eight days after hospitalization and was reported to have recovered from the peritonitis. Apd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.